Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not attach the infusion set connector to the ilet pump when the protective case was installed, while attachment was possible with the case removed; a replacement ilet was arranged and the user was instructed to return the original device, sync data before return, shut down the device to prevent alerts, and use backup therapy since reliable insulin delivery and meal announcements were not ensured. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact, no medical intervention, and no hospitalization. Investigation included customer interview, review of use conditions, and logistical assessment of device return. Investigation of this case revealed a mechanical interface issue consistent with difficulty mating the infusion set connector when a nonstandard or incompatible case is in place, with the pump and connector functioning when the case is removed. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible accessory that impeded proper connector engagement.